Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products; associated MDR #2937457-2014-01252, 1225714-2014-05200 and 1225714-2014-05201.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 after the use of the product.